Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent had been placed in the (B)(6) duct for a benign stricture on (B)(6) 2011. The stent was attempted to be removed during an endoscopic retrograde cholangiopancreatography (ercp) and planned stent removal procedure performed on (B)(6) 2011. During this procedure, a snare (model unknown) was used in an attempt to remove the stent; however, resistance was met and the stent could not be removed. The stent was left inside the patient at this time. There were no patient complications reported as a result of this event. On (B)(6) 2011, a second ercp procedure was performed on this patient. During this procedure, the stent was removed in two pieces using rat tooth forceps. It is unknown how or when the stent broke in the two pieces, however it was confirmed the stent was completely removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A fragment of the stent component was returned for evaluation. Visual evaluation revealed the stent to be stretched and broken near the proximal end. The proximal broken piece of the stent with the proximal barb was not returned. Two kinks were noted in the stretched area of the returned stent fragment; the kinks appeared to be the places where the stent was held during removal. The distal end of the returned stent fragment with distal barb was intact. The stent fragment appeared discolored due to use. Based on the condition of the returned device, it is likely that difficulty was experienced during stent removal due to anatomical or procedural factors such as manner in which the stent was grasped or tortuous anatomy; therefore, the most probable root cause for this event is operational context. A review of the device history record could not be performed since the lot number was not provided in the complaint.

Event description:
It was reported to boston scientific corporation that an advanix rx biliary stent had been placed in the hepatic duct for a benign stricture on (B)(6) 2011. The stent was attempted to be removed during an endoscopic retrograde cholangiopancreatography (ercp) and planned stent removal procedure performed on (B)(6) 2011. During this procedure, a snare (model unknown) was used in an attempt to remove the stent; however, resistance was met and the stent could not be removed. The stent was left inside the patient at this time. There were no patient complications reported as a result of this event. On (B)(6) 2011, a second ercp procedure was performed on this patient. During this procedure, the stent was removed in two pieces using rat tooth forceps. It is unknown how or when the stent broke in the two pieces, however it was confirmed the stent was completely removed from the patient and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
Patient weight is unknown. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) the reported events of stent broken and stent unable to be removed from patient anatomy during first procedure. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.